Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit after replacing the battery in a timely manner. The customer¿s blood glucose level was 97 mg/dl at the time of the incident. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Low battery alert greater than one week not found during testing. Device passed the displacement test, sleep current test, active current test and self test. (B)(4).